Event description:
It was reported the patient had 3 magnetic resonance imaging (MRI) scans of the I-spine. During the scans, the device was turned off, but afterwards the patient felt painful stimulation in different and non-corresponding places. The patient could not use the device anymore because it only caused pain, and the device was going to be removed on (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products - lead model 377775 lot #n0028636 implanted: (B)(6) 2005, lead model 377775 lot #n0028636 implanted: (B)(6) 2005, programmer model 37742 serial #(B)(4).